Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (8.0mm/4.0mm drill sleeve 164mm part number 357.389/lot number 4837176). The subject device was returned with very few signs of wear and nothing that would impair its function. The device functions as designed. A visual inspection, dimensional inspection, drawing review, and DHR review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The device was reported to have contributed to causing the screw to miss the nail locking hole. This complaint is unconfirmed. The complaint condition cannot be replicated. The device is used during drilling and would not have been used with the other targeting devices when the screw missed the hole. No design issue was found during the investigation of the drill sleeve. The 314.75 hexagonal screwdriver, 357.411 insertion handle, 357.386 11.0mm/8.0mm protection sleeve, 357.372 helical blade inserter, 357.366 aiming arm, 357.377 helical blade coupling screw, 357.389 drill sleeve are instruments routinely used in the titanium trochanteric fixation nail system technique guide. The condition of the returned 357.411 handle, 357.386 sleeve, 357.366 aiming arm, and 357.389 sleeve does not agree with the complaint description. The complaint condition for these devices cannot be replicated. All measurements have been performed by calipers. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. Manufacturing location: (B)(4); supplier: (B)(4). Date of manufacture: oct 20, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 during an intramedullary nailing procedure of the hip using the trochanteric fixation nail (tfn) system, the aiming devices failed to align with the proper location causing the screw to miss the hole. While using the helical blade inserter the cap screw came off and is missing. Also, the helical blade coupling screw recess was damaged by hitting it with a mallet making it hard for the screwdriver to go in. The screwdriver was rounded off in the process due to difficult screw insertion. The surgeon was able to insert the screw in its proper place by free hand drilling. The case was successfully completed with no reported patient harm. There was a ten (10) minute surgical delay due to the reported events. This report is 3 of 4 for (B)(4).